Event description:
It was reported that after the introducer needle was inserted via the attached arrow raulerson syringe (ars), blood was aspirated. At that time, a blood leak was noticed between the tip of the ars and the needle hub. The user found, the needle hub was cracked and as a result, the needle was removed from the pt and a new kit was opened and used. There were no reported pt complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.